Manufacturer narrative:
A ge representative evaluated the system and duplicated the error. Ge rep rebooted system, and could find nothing wrong. System operates as intended. (B) (4)

Event description:
The customer reported the table is not working. No patient injury was reported.